Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the koyle diaper urethral stent was not allowing urine to flow, although it was not kinked. An additional procedure was performed to replace the stent, but there were no injuries aside from this procedure.